Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4).

Event description:
The reporter stated that a aa4203tl silicone single piece lens, 17.0 se/2.0 was damaged due to a loading error. There was patient contact, but no report of any apparent injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.